Event description:
It was reported that the patient implanted with this sling device underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted for unspecified reasons. There were no patient complications reported.